Manufacturer narrative:
H11: complaints database review confirmed that no similar events have been communicated to livanova since the date of device manufacturing, nor concerning trends associated with this type of fault. Based on the above facts and considering the performed service activity and similar complaints investigations, the reported issue can be traced back to an electronic fault of the motor controller and motor end stage boards. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: a livanova field service engineer (fse) representative was dispatched to the facility to investigate the device and could confirm the reported issue. The motor controller and motor end stage boards were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an s5 roller pump stopped randomly during the case. Customer was able to complete the case with a spare pump. The incident occurred during procedure. There was no patient injury.